Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise and oversensing. The lead was removed from service during an elective procedure to replace this patient's device. No additional adverse patient effects were reported.